Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and reservoir were removed and replaced. Upon explant, a crack was identified in the left cylinder connecting tube. The cause for the hole was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a tubing crack could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the reservoir did not identify any anomalies. The reservoir performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and reservoir were removed and replaced. Upon explant, a crack was identified in the left cylinder connecting tube. The cause for the hole was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a tubing crack in this inflatable penile prosthesis (ipp) could not be confirmed through product analysis. However, the allegation of mechanical issues was confirmed through product analysis as the pump did not pass the 8lbs activation testing; this likely impacted device function. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the reservoir did not identify any anomalies. The reservoir performed within specification. Visual and microscopic inspection of the pump did not reveal any anomalies. Upon functional testing, the pump did not pass the activation testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and reservoir were removed and replaced. Upon explant, a crack was identified in the left cylinder connecting tube. The cause for the hole was not detailed by the facility. Following the intervention the patient was stable and improved.